Event description:
Country of complaint: (B)(6). Thread breaks while knotting.

Manufacturer narrative:
Us reporting agent notified on (B)(4) 2014. Mfg site evaluation: samples received: 1 unopened pouch. There are no previous complaints of this code/batch. There are no units in OEM stock. The pack received is tight. Knot pull tensile strength of the sample received was tested and the results fulfill the requirements of the OEM. Reviewed the batch mfg record, this product had a normal process and the results during the process fulfill OEM requirements. Final conclusion: the complaint is not corresponding (not justified). Actions on product: not applicable. Corrective/preventive actions: not applicable.